Manufacturer narrative:
There was no button response due to corroded keypad traces. Unable to test for battery out limit alarms due to no button response. The pump had cracked battery tube threads, reservoir tube lip, reservoir tube, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received battery out limit alarm and the buttons are not working. The customer's blood glucose level at the time of incident was 447mg/dl. The customer treated the high with manual injection. The customer states buttons are unresponsive. The customer was advised the pump would have to be replaced and returned for analysis.